Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. The noise was not reproducible with isometrics, but could be recreated with high outputs. The patient could feel the high outputs. The lead was explanted for a non-product experience. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).